Event description:
The customer reported to beckman coulter that there was a fluid leak of approximately 1ml from the backwash cup of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The analyzer generated pc1 error message at the time of the leak. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) assisted the customer to resolve the leak by phone. The fse stated that the customer observed an isoton residue under the blood sampling valve (bsv) module. The fse instructed the operator to clean the probe and the bsv correctly as well as tighten the bsv knob, resolving the leak. The customer verified that the unit was operational and quality qontrol (qc) results were within range. There were no further leaks or error messages reported by the operator when the fse contacted the customer the following day. Failure mode was related to the bsv. (B)(4).